Event description:
It was reported that this electrode exhibited over-sensed noise, causing an inappropriate shock in the primary vector of the device, while the patient was riding their biking. During a follow up appointment, the electrode testing, manipulation, changes in posture, arm rotation, hyper-extension, pectoral and abdominal contraction did not reproduce any noise. All three vectors passed under different postures. Sensing vector temporary switched to secondary. A technical service consultant reviewed device data, advising that, x-ray imaging did not reveal any obvious signs of integrity issue, it shows appropriate electrode insertion. Ts provided recommendation for additional integrity testing and more x-ray imaging. The device remains implanted. No adverse patient effects were reported. New information was received indicating the patient came in for a follow up appointment. Pocket and lead manipulation, arms rotations, hyper extension, pectoral and abdominal contractions were completed. No artifact could be recreated. Physician will have the patient follow up in a few months. Device remains implanted. New information was received indicating that this s-ICD device and electrode delivered inappropriate shocks since implant. Due to the pathological progression of the patient's condition requiring ventricular pacing, a dual chamber transvenous implantable cardioverter defibrillator (ICD) will be implanted in the near future.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode exhibited over-sensed noise, causing an inappropriate shock in the primary vector of the device, while the patient was riding their biking. During a follow up appointment, the electrode testing, manipulation, changes in posture, arm rotation, hyper-extension, pectoral and abdominal contraction did not reproduce any noise. All three vectors passed under different postures. Sensing vector temporary switched to secondary. A technical service consultant reviewed device data, advising that, x-ray imaging did not reveal any obvious signs of integrity issue, it shows appropriate electrode insertion. Ts provided recommendation for additional integrity testing and more x-ray imaging. The device remains implanted. No adverse patient effects were reported. New information was received indicating the patient came in for a follow up appointment. Pocket and lead manipulation, arms rotations, hyper extension, pectoral and abdominal contractions were completed. No artifact could be recreated. Physician will have the patient follow up in a few months. Device remains implanted. New information was received indicating that this electrode device was surgically explanted. The s-ICD device has been delivering inappropriate shocks since implant. Due to the pathological progression of the patient's condition requiring ventricular pacing, a dual chamber transvenous implantable cardioverter defibrillator (ICD) was implanted. Besides surgical intervention, no adverse patient effects were reported. Was implanted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode exhibited over-sensed noise, causing an inappropriate shock in the primary vector of the device, while the patient was riding their biking. During a follow up appointment, the electrode testing, manipulation, changes in posture, arm rotation, hyper-extension, pectoral and abdominal contraction did not reproduce any noise. All three vectors passed under different postures. Sensing vector temporary switched to secondary. A technical service consultant reviewed device data, advising that, x-ray imaging did not reveal any obvious signs of integrity issue, it shows appropriate electrode insertion. Ts provided recommendation for additional integrity testing and more x-ray imaging. The device remains implanted. No adverse patient effects were reported. New information was received indicating the patient came in for a follow up appointment. Pocket and lead manipulation, arms rotations, hyper extension, pectoral and abdominal contractions were completed. No artifact could be recreated. Physician will have the patient follow up in a few months. Device remains implanted. New information was received indicating that this s-ICD device and electrode delivered inappropriate shocks since implant. Due to the pathological progression of the patient's condition requiring ventricular pacing, a dual chamber transvenous implantable cardioverter defibrillator (ICD) will be implanted. The s-ICD and electrode were explanted. These are not expected to be returned for analysis.

Event description:
It was reported that this electrode exhibited over-sensed noise, causing an inappropriate shock in the primary vector of the device, while the patient was riding their biking. During a follow up appointment, the electrode testing, manipulation, changes in posture, arm rotation, hyper-extension, pectoral and abdominal contraction did not reproduce any noise. All three vectors passed under different postures. Sensing vector temporary switched to secondary. A technical service consultant reviewed device data, advising that, x-ray imaging did not reveal any obvious signs of integrity issue, it shows appropriate electrode insertion. Ts provided recommendation for additional integrity testing and more x-ray imaging. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.